Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2013, during night drain cycle five. The patient's ultrafiltration reading was 1218 ml, indicating the home patient (hp) drained 1218 ml more than their maximum programmed fill volume of 2000 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. This event represents an ancillary service event. The iipv event was confirmed through an event history log review. The cause was determined to be that one or more cycle advances to the next fill when a slow/no flow occurred, above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.